Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to reprocessing deviation from instructions for use / insufficient cleaning. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "-inspection of the air-feeding function inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that, during reprocessing, their evis exera iii gastrointestinal videoscope had a blockage of the air/water channel. To address the problem in the short term, the customer was issued a loaner device. Upon inspection and testing of the returned unit, foreign material was found lodged in the nozzle of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue of air/water channel blockage was confirmed. The following additional findings were also noted: assorted scratches, wrinkles, cuts, discolorations, cracks, chips, scope connector damage, and inability to feed water due to the clogged nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.